Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of essure device location of device"), genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") and device breakage ("device breakage") in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping/ pain"), eczema ("eczema"), rash ("skin rash /rashes or skin conditions type"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), hypersensitivity ("allergic or hypersensitivity reaction type"), allergy to metals ("nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes(event splitted coding)"), urinary tract disorder ("bladder or urinary problems or changes(event splitted coding)"), tooth disorder ("dental problems"), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hormone level abnormal ("hormonal changes describe"), cystitis ("infection (bladder/ urinary tract/vaginal), type: bladder/urinary (event splitted for coding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: bladder/urinary (event splitted for coding)"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), nausea ("nausea"), pelvic pain ("pain"), mental disorder ("psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: (event splitted for coding)"), dyspepsia ("gastrointestinal or digestive system condition type: (event splitted for coding)"), alopecia ("hair loss") and weight increased ("weight gain / loss specify which one: weight gain."). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, eczema, rash, fatigue, vaginal haemorrhage, menorrhagia, hypersensitivity, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, device breakage, dysmenorrhoea, hormone level abnormal, cystitis, migraine, headache, nausea, pelvic pain, mental disorder, vaginal discharge, gastrointestinal disorder, dyspepsia and alopecia outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure start date was changed from (B)(6) 2014 to (B)(6) 2013 and stop from (B)(6) 2015 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 1900: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter was added. Patient details and lab data were added. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type, nickel allergy, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hormonal changes describe, infection (bladder/ urinary tract/vaginal), type: bladder/urinary, migraines / headaches, nausea, pain, psychological or psychiatric problems, vaginal discharge, gastrointestinal or digestive system condition type:, hair loss and weight gain / loss specify which one: weight gain were added as events. Essure lot number and indication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of essure device location of device"), device breakage ("device breakage") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, bladder disorder and urinary tract disorder. Previously administered products included for birth control: mirena from 2007 to 2008; for prevent child birth: nuvaring. Concurrent conditions included back pain since (B)(6) 2015, menstruation irregular since (B)(6) 2015, ache since (B)(6) 2015, acne since (B)(6) 2015, hot flashes since (B)(6) 2015, endometrial polyp, nickel sensitivity and constipation. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes describe :mood swings"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced allergy to metals ("nickel allergy / allergic reactions to nickel/ reaction to nickel in pants buttons"), migraine ("migraines/headaches 3 x weeks"), headache ("headaches"), anxiety ("psychological or psychiatric problems:anxiety") and depression ("psychological or psychiatric problems :depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /pelvic pain"), abdominal pain ("cramping/ pain /abdominal pain"), back pain ("lower back pain"), hypersensitivity ("allergic or hypersensitivity reaction type"), rash ("rashes or skin conditions : rashes on her stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder problems or changes/ she had bladder infections throught her life but she was getting frequently while she had essure"), eczema ("eczema"), rash papular ("skin rash /rashes or skin conditions type: red bumps"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), dental caries ("dental problems :cavities"), urinary tract infection ("infection, type: urinary"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), gastrointestinal disorder ("gastrointestinal system condition"), dyspepsia ("digestive system condition"), alopecia ("hair loss"), constipation ("constipation"), hyperhidrosis ("sweats"), premenstrual syndrome ("harmonal changes: pms"), discomfort ("discomfort") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci assisted hysterectomy with bilateral salpingectomy. And hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, abdominal pain, back pain, rash, allergy to metals, dyspareunia, vaginal discharge, female sexual dysfunction, cystitis, eczema, rash papular, urinary tract disorder, fatigue, dental caries, mood swings, urinary tract infection, migraine, headache, nausea, mental disorder, gastrointestinal disorder, dyspepsia, alopecia, anxiety, depression, constipation, hyperhidrosis, premenstrual syndrome and abdominal pain lower outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and discomfort had resolved and the hypersensitivity, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, constipation, cystitis, dental caries, depression, device breakage, discomfort, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, premenstrual syndrome, rash, rash papular, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure start date was reported as (B)(6) 2014 ; stop was reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 1900: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patients medical record confirming :constipation, abdominal pain, cramps, painful menstruation, pelvic pain, depression, back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-nov-2018: per plaintiff fact sheet event: cramping was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of essure device location of device"), device breakage ("device breakage") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concurrent conditions included back pain since (B)(6)2015, menstruation irregular since (B)(6)2015, ache since (B)(6)2015, acne since (B)(6)2015, hot flashes since (B)(6)2015 and endometrial polyp. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes describe :mood swings"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced allergy to metals ("nickel allergy / allergic reactions to nickel/ reaction to nickel in pants buttons"), migraine ("migraines"), headache ("headaches"), anxiety ("psychological or psychiatric problems:anxiety") and depression ("psychological or psychiatric problems :depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /pelvic pain"), abdominal pain ("cramping/ pain /abdominal pain"), back pain ("lower back pain"), hypersensitivity ("allergic or hypersensitivity reaction type"), rash ("rashes or skin conditions : rashes on her stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder problems or changes/ she had bladder infections thought her life but she was getting frequently while she had essure"), eczema ("eczema"), rash papular ("skin rash /rashes or skin conditions type: red bumps"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), dental caries ("dental problems :cavities"), urinary tract infection ("infection, type: urinary"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), gastrointestinal disorder ("gastrointestinal system condition"), dyspepsia ("digestive system condition"), alopecia ("hair loss"), weight increased ("weight gain"), constipation ("constipation"), hyperhidrosis ("sweats"), premenstrual syndrome ("hormonal changes: pms") and discomfort ("discomfort"). The patient was treated with surgery (da vinci assisted hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device breakage, abdominal pain, back pain, rash, allergy to metals, dyspareunia, vaginal discharge, female sexual dysfunction, cystitis, eczema, rash papular, urinary tract disorder, fatigue, dental caries, mood swings, urinary tract infection, migraine, headache, nausea, mental disorder, gastrointestinal disorder, dyspepsia, alopecia, anxiety, depression, constipation, hyperhidrosis and premenstrual syndrome outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and discomfort had resolved and the hypersensitivity, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, constipation, cystitis, dental caries, depression, device breakage, discomfort, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, premenstrual syndrome, rash, rash papular, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure start date was reported as (B)(6)2014 and (B)(6)2013; stop was reported as (B)(6)2015 and (B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6)1900: total bilateral occlusion; on (B)(6)2013: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patients medical record confirming :constipation, abdominal pain, cramps, painful menstruation, pelvic pain, depression, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of essure device location of device"), device breakage ("device breakage") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concurrent conditions included back pain since (B)(6) 2015, menstruation irregular since (B)(6) 2015, ache since (B)(6) 2015, acne since (B)(6) 2015, hot flashes since (B)(6) 2015 and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes describe :mood swings"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In 2015, the patient experienced allergy to metals ("nickel allergy / allergic reactions to nickel/ reaction to nickel in pants buttons"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), anxiety ("psychological or psychiatric problems:anxiety") and depression ("psychological or psychiatric problems :depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /pelvic pain"), abdominal pain ("cramping/ pain /abdominal pain"), back pain ("lower back pain"), hypersensitivity ("allergic or hypersensitivity reaction type"), rash ("rashes or skin conditions : rashes on her stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder or urinary problems or changes(event splitted coding)/ she had bladder infections throught her life but she was getting frequently while she had essure"), eczema ("eczema"), rash papular ("skin rash /rashes or skin conditions type: red bumps"), urinary tract disorder ("bladder or urinary problems or changes(event splitted coding)"), fatigue ("fatigue"), dental caries ("dental problems :cavities"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: bladder/urinary (event splitted for coding)"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: (event splitted for coding)"), dyspepsia ("gastrointestinal or digestive system condition type: (event splitted for coding)"), alopecia ("hair loss"), weight increased ("weight gain / loss specify which one: weight gain."), constipation ("gastrointestinal or digestive system condition type: constipation"), hyperhidrosis ("hormonal changes :sweats"), premenstrual syndrome ("harmonal changes: pms") and discomfort ("discomfort"). The patient was treated with surgery (da vinci assisted hysterectomy with bilateral salpingectomy.) And surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, abdominal pain, back pain, rash, allergy to metals, dyspareunia, vaginal discharge, female sexual dysfunction, cystitis, eczema, rash papular, urinary tract disorder, fatigue, dental caries, mood swings, migraine, headache, nausea, mental disorder, gastrointestinal disorder, dyspepsia, alopecia, anxiety, depression, constipation, hyperhidrosis and premenstrual syndrome outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and discomfort had resolved and the hypersensitivity, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, constipation, cystitis, dental caries, depression, device breakage, discomfort, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, premenstrual syndrome, rash, rash papular, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure start date was changed from (B)(6) 2014 to (B)(6) 2013 and stop from (B)(6) 2015 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 1900: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patients medical record confirming :constipation, abdominal pain, cramps, painful menstruation, pelvic pain, depression, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/migration of essure device location of device"), device breakage ("device breakage") and genital haemorrhage ("heavy bleeding /abnormal bleeding (general)") in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Concurrent conditions included back pain since (B)(6) 2015, menstruation irregular since (B)(6) 2015, ache since (B)(6) 2015, acne since (B)(6) 2015, hot flashes since (B)(6) 2015 and endometrial polyp. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and mood swings ("hormonal changes describe :mood swings"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In 2015, the patient experienced allergy to metals ("nickel allergy / allergic reactions to nickel/ reaction to nickel in pants buttons"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), anxiety ("psychological or psychiatric problems:anxiety") and depression ("psychological or psychiatric problems :depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain /pelvic pain"), abdominal pain ("cramping/ pain /abdominal pain"), back pain ("lower back pain"), hypersensitivity ("allergic or hypersensitivity reaction type"), rash ("rashes or skin conditions : rashes on her stomach"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder or urinary problems or changes(event splitted coding)/ she had bladder infections throught her life but she was getting frequently while she had essure"), eczema ("eczema"), skin disorder ("skin rash /rashes or skin conditions type: red bumps"), urinary tract disorder ("bladder or urinary problems or changes(event splitted coding)"), fatigue ("fatigue"), dental caries ("dental problems :cavities"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: bladder/urinary (event splitted for coding)"), nausea ("nausea"), mental disorder ("psychological or psychiatric problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: (event splitted for coding)"), dyspepsia ("gastrointestinal or digestive system condition type: (event splitted for coding)"), alopecia ("hair loss"), weight increased ("weight gain / loss specify which one: weight gain."), constipation ("gastrointestinal or digestive system condition type: constipation"), hyperhidrosis ("hormonal changes :sweats"), premenstrual syndrome ("harmonal changes: pms") and discomfort ("discomfort"). The patient was treated with surgery (da vinci assisted hysterectomy with bilateral salpingectomy.) And surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, abdominal pain, back pain, rash, allergy to metals, dyspareunia, vaginal discharge, female sexual dysfunction, cystitis, eczema, skin disorder, urinary tract disorder, fatigue, dental caries, mood swings, migraine, headache, nausea, mental disorder, gastrointestinal disorder, dyspepsia, alopecia, anxiety, depression, constipation, hyperhidrosis and premenstrual syndrome outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and discomfort had resolved and the hypersensitivity, dysmenorrhoea and weight increased had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, constipation, cystitis, dental caries, depression, device breakage, discomfort, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, menorrhagia, mental disorder, migraine, mood swings, nausea, pelvic pain, premenstrual syndrome, rash, skin disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure start date was changed from (B)(6) 2014 to (B)(6) 2013 and stop from (B)(6) 2015 to (B)(6) 205. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on (B)(6) 1900: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case the following one were described in patients medical record confirming :constipation, abdominal pain, cramps, painful menstruation, pelvic pain, depression, back pain. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and mr received: reporter added. Concomitant condition added. Event added anxiety, depression, skin rash /rashes or skin conditions type: red bumps, rashes on her stomach, constipation, apareunia (inability to have sexual intercourse), lower back pain. Onset dates, events and outcome was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping/ pain"), eczema ("eczema"), rash ("skin rash") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, eczema, rash and fatigue outcome was unknown. The reporter considered abdominal pain, eczema, fatigue, genital haemorrhage, rash and uterine perforation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including perforation of organs (understood as uterine perforation) and heavy bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping/ pain"), eczema ("eczema"), rash ("skin rash") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, eczema, rash and fatigue outcome was unknown. The reporter considered abdominal pain, eczema, fatigue, genital haemorrhage, rash and uterine perforation to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and reported adverse events including perforation of organs (understood as uterine perforation) and heavy bleeding (understood as genital haemorrhage). On (B)(6) 2015, she underwent surgery (hysterectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.